Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
In (B)(6) 2025, out of range bipolar impedance showed on hm. Checked patient in person and unipolar measurements were stable. Bipolar impedance and threshold inconsistent throughout check. On fluoro, lead was not fully advanced into the can. It was taken out of the header, tested with cables, returned to can and worked appropriately after. Lead remains implanted. Should additional information become available, this file will be updated.